Event description:
As reported, during a vascular intervention procedure, the valve of a flexor high-flex ansel guiding sheath leaked when another manufacturer¿s 0.014-inch wire guide was in place. Access was obtained in the common femoral artery. Resistance was not encountered upon insertion or removal of any device through the sheath. The sheath was removed, and another manufacturer¿s sheath, which did not leak, was used to continue the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a vascular intervention procedure, the valve of a flexor high-flex ansel guiding sheath leaked when another manufacturer¿s 0.014-inch wire guide was in place. Access was obtained in the common femoral artery. Resistance was not encountered upon insertion or removal of any device through the sheath. The sheath was removed, and another manufacturer¿s sheath, which did not leak, was used to continue the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. Dimensional verification and a visual inspection were conducted as well. The complaint device was returned to cook for investigation. The device was shown to leak. There was no damage noted to the silicone disc. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the final lot. The subassembly lot reported one relevant nonconformance for 3 total devices. All nonconformance's were scrapped prior to release. A database search revealed no other complaints have been reported for the device. Therefore, cook determined that no nonconforming devices exists in house or out in the field. The product IFU was reviewed, and the customer followed all relevant instructions in the IFU related to this failure a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded component failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.